Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient's blood glucose values reached over 500 mg/dl. For treatment, the patient was given phosphorus, magnesium, intravenous (IV) insulin drip, diagnostic tests, antacids and antiemetic for vomiting. The cannula was reported dislodged when the doctor removed the pod. The pod was worn between 4 and 24 hours on the leg. The pod was discarded. The patient was discharged at around 24 hours.